Event description:
It was reported during a laparoscopic cholecystectomy while using a 511s trocar the surgeon noted upon removing the device an area of tissue around the trocar site was burnt. The surgeon excised the burnt tissue and closed the trocar site. The trocar was not saved.